Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that the wire snapped and was retrieved through percutaneous cut-down. An accustick¿ ii was used during a nephrostomy procedure on a single obstructed kidney in acute kidney injury 3. During procedure, when lower pole posterior access was achieved , it was noted that the wire kinked just outside the kidney and snapped just outside the capsule on attempt to maintain access and remove wire. The device was then retrieved using percutaneous cut-down using fluoroscopy and a separate incision. The procedure was completed with a different device. No further patient complications were reported and patient's status was stable.